Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-04466, 1627487-2023-04468, 1627487-2023-04469.it was reported the patient had high impedances on their lead. As a result, the patient underwent surgical intervention on (B)(6) 2023 wherein the physician found the lead tails and extensions were tangled and the ipg was flipping in the pocket. The physician secured the ipg into the pocket, removed the extensions and connected the existing lead into the ipg to resolve this issue.

Manufacturer narrative:
Date of event is estimated.